Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A series of electrical tests was performed and normal device function was observed.

Event description:
It was later reported that this device had been explanted and returned for analysis. Analysis is ongoing. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is also being filed to update outcomes attributed to adverse event and correct initial reporter occupation from report (B)(4).

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room with symptoms of weakness and syncope. The patient's rate was found to be around 30 bpm. Device data was reviewed and the device was found to have triggered end of life back on (B)(6) 2018. The data shows the patient was seen six days later, but the device was never changed out. At this time, the physician has elected not to replace the device due to the patient's therapy needs and the risk of infection. No additional adverse patient effects were reported.